Event description:
A simplygo device was returned to the third-party service center with an allegation of no power. The customer's complaint was confirmed. During the evaluation it was noted that the device's printed circuit assembly is burnt and sieves were clogged. The pollen filter was replaced for preventative maintenance. In conclusion, the device's printed circuit assembly will need to be replaced. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation. If any additional information is received, a follow-up report will be filed.